Event description:
In 2010, the lay-user/patient contacted lifescan alleging an "apply sample" issue with a one touch ultra 2 meter. The patient indicated that the alleged issue started one week ago, at 5:00 am. At 7:00-8:00 am that same morning, the patient administered self-care by taking a usual dose of 35 units lantus insulin. On an unspecified date at 12:00 pm, the patient claimed that her blood glucose was tested on a doctor's/clinic's meter and a result of "58 mg/dl" was obtained. The patient claimed that she was treated by an unidentified health care professional (hcp) with food and/or a drink. The patient, however, denied that she developed symptoms because of the alleged issue. It would have been helpful to know the following information: what date the patient received the reported treatment, why the patient visited the doctor/clinic, and if she was symptomatic during the visit. In addition, it would have been helpful to know what actions the patient took before the doctor/clinic visit, her testing frequency, and her medication and diabetes management regimens. The alleged issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she got a blood glucose reading of "58 mg/dl" and received medical treatment from a hcp as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.